Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing pain and soreness at the ipg site. Drainage was noted. The physician was unsure if the infection was device related. The patient was prescribed with intravenous antibiotics and underwent an explant procedure.

Manufacturer narrative:
Sc-1132 (sn (B)(4)) device evaluation indicated that the device passed all the tests performed. Sc-8336-50 (sn (B)(4)) all tails were cut approximately 1 inch from the proximal ends. Only three were returned for analysis.

Event description:
A report was received that the patient was experiencing pain and soreness at the ipg site. Drainage was noted. The physician was unsure if the infection was device related.the patient was prescribed with intravenous antibiotics and underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the patient's possible infection was due to bsc product. The physician's stated that the initial result was positive for an extremely rare infection that not commonly seen which they expressed concerned about the bsc product.

Event description:
A report was received that the patient was experiencing pain and soreness at the ipg site. Drainage was noted. The physician was unsure if the infection was device related.the patient was prescribed with intravenous antibiotics and underwent an explant procedure.